Event description:
A 4.5mm cortex screw, implanted in a 135" dhs plate in 2002, was noted as broken on an x-ray taken three months later, and the plate was noted to be moving away from the bone. Plate and screw were implanted for a right hip osteotomy. It is unk if the hardware has been removed.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the manufacture date without a lot number.